Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the returned device showed the cord is severely damaged, cut is showing internal wires. A bandage is placed on the cable in several areas. The device was manufactured in 2013, which suggests it has been in use for some time. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit. An error message was displayed which read, ¿sureshot targeter invalid or broken tool - please exchange.¿ thus, the stated failure was confirmed. The sureshot targeter is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. A second generation targeter has been released and is available for use. Please reference device 71692851 when replenishing. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that the wire of the first sureshot was broken and no picture was shown. When connecting to the controller and the screw of another replaced sureshot was worn down and the targeter could not aim at precisely. C-arm free hand locking was performed instead of using the sureshot device.